Manufacturer narrative:
.

Event description:
Per the healthcare provider, the patient reported in 2006, that she began perceiving noise with her cochlear implant system. Exchanging external equipment did not resolve the problem. The results of an integrity test the following month, were consistent with normal receiver/stimulator function with anomalies on one electrode. The patient's sound processor was reprogrammed with the anomalous electrode deactivated. The patient later reported continued sound quality problems (date not provided). The patient's sound processor programs (date not provided). The patient's sound processor programs were revised multiple times. In 2007, a second integrity test was done. The results were consistent with normal receiver/stimulator function with anomalies on four electrodes. The patient's sound processor was reprogrammed with the anomalous electrodes deactivated. Two months later, the integrity test and patient's performance were reviewed and it was recommended that the device be explanted and the patient be reimplanted with a new device.